Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg was nearing end of life. A manufacturer representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was explanted and replaced and therapy was restored.